Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During an rf ablation procedure at bilateral t1-t2, a patient burn occurred. A 90 second lesion with a target temperature of 80°c was performed. The grounding pad was properly placed on the left flank and the procedure was completed normally. A burn with blisters was noticed under the grounding pad following the procedure. When the pad was inspected post-op, a separate clear film was noted that did not come off with the protective cover. The patient suffered third degree burns and developed a staph infection. The patient will perform self-care for the burn.

Manufacturer narrative:
Two images were submitted to product performance engineering. The images appear to show the grounding pad with a clear film stuck on the adhesive side of the blue liner. The device was not returned for analysis; however, further investigation of similar batches that were returned, revealed the grounding pad was assembled with the clear film on the inside layer of the blue liner. Review of the device history record was not possible as the lot number is unknown.